Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked, no reservoir detected or load reservoir complete alarms were noted. The insulin pump had minor scratched display window and minor scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an insulin flow blocked alarm after a bolus. Customer's blood glucose was 9.5 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced.